Event description:
The customer reported the video system center display an e105 error and a lamp bulb problem was noted due to faulty main lamp. There was no patient harm or user injury reported due to the event. This report is being submitted for the e105 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, a loose socked was observed and resulted in no image. In addition, the front panel was yellowish. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿no image due to loose socket¿ was confirmed. The phenomena ¿error code e105¿ and ¿lamp does not light up¿ were not confirmed. The cause of the loose socket could not be identified. Olympus will continue to monitor field performance for this device.